Event description:
It was reported that a revision surgery was made for reasons not related to the hardware. During the revision surgery the surgeon noticed a loose blocker in a pt. The loose blocker was then fixed by the surgeon.